Manufacturer narrative:
This report is being submitted to relay additional information. DHR review could not be performed since the lot number associated to the item was not provided. A complaint history review by item number (tsvwh10) was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient presented with a fractured implant tsvwh10 in tooth site #14. Doctor also reports inflammation. The implant was removed.